Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor battery failed. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating a battery failure, and an analysis was performed. There was no reported patient involvement. Available details indicate that the battery would not charge. The device was evaluated by a philips field service engineer (fse) onsite, confirming the battery cannot charge and failed. The customer elected to purchase a replacement battery through a third party outside of philips. They further requested that after they receive their replacement battery, that philips provide maintenance service. The maintenance service request was later cancelled as the battery has not arrived at the customer's site after several months. The service engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer elected to purchase the replacement battery on their own. They have not reported receiving the replacement battery and have cancelled their service order. No further action is warranted at this time.